Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for knee 2 of 2. The following was reported: pattern of issues with stryker knee replacements device, two knee replacements from two different doctors and neither knee lasted two years, surgery was in (B)(6) 2008 and (B)(6) 2021, products is defective."